Manufacturer narrative:
The impella device was not received from the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support using the impella cp optical device. During support, the patient's impella inserted arm became ischemic. No alternate access points were available, therefore, support was discontinued and the pump was removed.

Manufacturer narrative:
The impella device was not received from the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support using the impella cp optical device. During support, the patient's impella inserted arm became ischemic. No alternate access points were available, therefore, support was discontinued and the pump was removed.